Event description:
During implantation procedure, atrial and ventricular impedances were measured, sensing tests and rv threshold were performed and saved without any issue. However, the programmer screen got frozen at the end of the atrial threshold test. The programmer had to be rebooted to finish tests.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Event description:
During implantation procedure, atrial and ventricular impedances were measured, sensing tests and rv threshold were performed and saved without any issue. However, the programmer screen got frozen at the end of the atrial threshold test. The programmer had to be rebooted to finish tests.